Event description:
During a coronary drug eluting stenting treatment procedure, the shaft broke. The catheter shaft of a 3.50x24mm taxus express2 drug eluting stent was reported to have separated when introducint it into the guide catheter. The target vessel was the distal righ coronary artery. It was reported that the stent was not implanted in the patient. No patient complications were reported.